Manufacturer narrative:
The device is available for eval but has not yet been rec'd. Add'l info will be submitted once the device is rec'd and the quality investigation is completed.

Event description:
A stryker core universal driver was sent in for repair because it was running on its own without activation during a procedure. No adverse consequences was reported; the procedure was successfully completed with another device.